Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. Technical services (ts) recommended patient review in clinic to increase lv output. This lv lead remains in service. There were no adverse patient effects reported.